Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced stomach pain and tiredness. The patient¿s cgm displayed 200 mg/dl; a bg was performed which was 527 mg/dl. The patient¿s endocrinologist was consulted who assisted her remotely how to administer 5 units of insulin via an insulin pen. The patient was transported to the hospital by her spouse, and upon arrival to the hospital, a bg was performed which was 251 mg/dl and her ketone levels were 6.9 mmol/l and 7.6 mmol/l. The patient was treated with insulin and released after 2 hours when her glucose levels were controlled. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.